Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a reported peak blood glucose of 600 mg/dl beginning in the morning and persisting for several hours despite a normal system check and no observed cannula kinks; the user changed the infusion set and later noted glucose levels trending down and administered manual ¿phantom¿ doses while uncertain about insulin on board. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and continued use of the device without suspension. Investigation included a product/system check performed with the user and visual inspection of the infusion site components over the phone. Investigation of this case revealed no device malfunction identified during troubleshooting and no site issues observed. It was concluded that the event was hyperglycemia with cause unclear, and the device continued to function as intended based on the system check. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.